Event description:
It was reported that the patient had their implanted neurological stimulator explanted due to the patient not using the therapy. During explantation, the lead "buckled" and was observed to be in "poor condition." The physician's removal technique was described as "aggressive" since the patient's body was "lifted off [the] table during the removal." The patient experienced cerebral spinal fluid leakage and was hospitalized. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk; extension model 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk; extension model 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk.